Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a roux-en-y, the needle fell out; difficulty loading and unloading all reload. A device fragment fell into the patient but was retrieved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the suturing device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Disorientation of the needle within the reload is the most likely root cause for this complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.